Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Shirley states that she noticed that the caster is missing off of the lift because the lift was not even.